Manufacturer narrative:
Natus medical tech support follow-up confirmed the customer was able to troubleshoot the issue and the device output intensity within specification onsite. The nb user manual, pn 001364 rev. K, states under section 1.2 that leds have minimal light output degradation over their lifetime with proper use. Nevertheless, the user can adjust the output of the leds for any degradation using the two potentiometers. Product return not required for this 2-year-old device further examination. No further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 blue led lights were out or not illuminating on the led panel. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.